Manufacturer narrative:
This device was explanted on (B)(6) 2019. The pacemaker first underwent a status interrogation, and the device memory was analyzed. The estimated remaining operating time was 2 months. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the pacemaker was opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge, which has contributed to a premature battery depletion. In summary, the analysis of the pacemaker confirmed premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions throughout the implantation time.

Event description:
It was reported that approx. 52 months after implantation, the battery status showed only 11 months remaining.